Event description:
Off and on since 2010 I've been having problems with total knee replacement but on (B)(6) 2017 problems has got very serious and the doctor that done the surgery in 2010 would not help me so I had to get a new doctor that will perform a revision surgery on (B)(6) 2018 to remove the old knee and put in new knee because it is so loose.